Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patients catheter fell out, due to the cuff not adhering to the tissue. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
The lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. The device returned was one 14.5 fr d/l glidepath 35 cm str catheter with surecuff complete. Gross visual and microscopic evaluation were performed. No damage or defect is apparent within the sample and no tissue ingrowth is observed on the cuff, however a conclusion about the reported event cannot be made based on the returned sample, therefore the investigation is inconclusive for 2923c - catheter dislodgement. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that the patients catheter fell out, due to the cuff not adhering to the tissue. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one 14.5 fr d/l glidepath 35 cm str catheter with surecuff complete was returned. Gross visual and microscopic evaluation were performed. No damage or defect is apparent within the sample and no tissue ingrowth is observed on the cuff, however a conclusion about the reported event cannot be made based on the returned sample, therefore the investigation is inconclusive for catheter dislodgement. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Possible contributing factors include tensile force/manipulation prior to ingrowth and low patient healing factor; however, the returned sample did not provide objective evident for both a confirmation of the reported event and identification of a root cause(s). Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the patients catheter fell out, due to the cuff not adhering to the tissue. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
The lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. The device returned was one 14.5 fr d/l glidepath 35 cm str catheter with surecuff complete. Gross visual and microscopic evaluation were performed. No damage or defect is apparent within the sample and no tissue ingrowth is observed on the cuff, however a conclusion about the reported event cannot be made based on the returned sample, therefore the investigation is inconclusive for 2923c - catheter dislodgement. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the patients catheter fell out, due to the cuff not adhering to the tissue. The catheter was removed and replaced. There was no reported patient injury.